Manufacturer narrative:
Correction to the initial MDR in block b3. Device analysis for lot # 700077: the returned spacer was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The spacer exhibited normal characteristics upon visual and functional testing. The most probable cause for this complaint was known inherent risk of device. Device analysis for lot # 800292: the complaint of spinous process fracture couldn't be confirmed. However, visual examination of the spacer revealed that the implant had clearly suffered damage (the right wing of the superior cam lobe was significantly bent towards the median line). However, the implant functioned acceptably. The damage to the implant indicated failure was due to forced deployment against a rigid obstruction. The complaint of spinous process fracture could not be confirmed through device analysis. The most probable cause for this complaint was known inherent risk of device. A secondary finding of the spacer cam lobes being bent was found upon analysis. The most probably cause for this complaint is unintended use error caused or contributed to event.

Event description:
It was reported that a patient's spinous process had fractured 6 months after the spacer implant procedure. The patient underwent a procedure where the spacers were explanted.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Exact date unknown, implant occurred in (B)(6) 2020. (B)(4). Additional suspect medical device component involved in the event: product family: superion implant, upn: (B)(4), model: 101-9812, serial: n/a, batch: 800292.

Event description:
It was reported that a patient's spinous process had fractured 6 months after the spacer implant procedure. The patient underwent a procedure where the spacers were explanted.